Event description:
Additional information was received from the patient. They reported, that the need for the colonoscopy and polyps/polyp removal was not related to the device or therapy. The steps taken to resolve the emi, were that the patient was going to turn the device off at home before any more procedures. The issue had been resolved. Device removal was not planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for call was that the patient had a colonoscopy and they were unable to turn stimulation off right before their procedure. The process used a cold process instead to remove polyps because stimulation was not turned off. The handset and communicator were charged and should have worked, but they thought there was too much equipment in the surgical environment, as it normally worked when they used it. The patient was redirected to have the doctor or technician call the manufacturer and that the patient could call the manufacturer help line for assistance with their equipment.